Event description:
Complaint alleged that the head up was not working from left siderail patient controls. No injury impact.

Manufacturer narrative:
Technician found the head up was not working from left siderail patient controls. Patient position control pcb was bad. Replaced left patient control pcb to resolve this issue.